Event description:
The bact/alert fa plastic bottle is a microbial growth and detection system. The technician was venting a positive bottle but was not using a face shield or a biohazard hood. The technician removed the cap and some of the bottle's contents aspirated into their face. The technician did seek medical treatment at the emergency room but did not have to take any medication.